Manufacturer narrative:
Additional, changed, and/or corrected data: d6a d9 h3 h6. Clarification to d6a implant date: 2014 (year only received). Laboratory analysis summary: the device related to the reported event of capsular contracture was received on dec 03, 2024, with lot number 2594879. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side no complaint against the device. Later, healthcare professional confirmed no complaint against the device. Later, healthcare professional reported "lt contracture developing (?)". Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side no complaint against the device. Later, healthcare professional confirmed no complaint against the device. Later, healthcare professional reported "lt contracture developing (?)". Device has been explanted.